Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The technician recommended replacing the device's active exhalation control module to address the issue. No further investigation is required at this time. No repair was performed. The unit is not needed for inventory, and it was scrapped.